Event description:
It was reported that the patient implanted with this transcatheter bioprosthetic pulmonary valve, with an annular placement, had a baseline history of premature ventricular contractions, atrial tachycardia, and non-sustained ventricular tachycardia. The patient¿s baseline medication included a beta-blocker as a reported anti-arrhythmic. Following this pulmonary valve implant the baseline betablocker dosage was increased. A diagnostic holter monitor identified sinus rhythm with frequent ventricular ectopy (ve) and an intraventricular conduction delay (ivcd). This was reported as abnormal. There was 1 supraventricular tachycardia (svt) run totaling four beats, with the longest/fastest run of 96 beats per minute (bpm). Frequent ve seen as singles, couplets, triplets, and bigeminal cycles. There were 6 ve runs totaling 33 beats, 13 longest run of 114 bpm and 4 beats fastest run of 114 bpm. As reported, treatment was not required. No patient complications were reported as a result of this event. The event resolved approximately 35 days following onset. The physician indicated the event was probably related to the valve with the implant depth a contributing factor.

Manufacturer narrative:
Continuation of d10: product ID {{harmony-dcs}}; product lot/serial number (B)(6); product type: {{delivery catheter system}}; implant date {{na}}; explant date {{na}}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d4 - UDI h6 -annex b, annex c image review analysis: pre-implant echocardiogram. (Approximately one month prior to implant): pre-implant echocardiogram was reviewed. Normal left ventricle size and systolic function were observed. Right ventricular enlargement with mildly reduced function was present. Severe pulmonary regurgitation with a peak velocity of 1.9 meters per second (m/s) and a peak gradient of 14 millimeters of mercury (mmhg). Mild tricuspid regurgitation (tr), estimated right ventricular systolic pressure (rvsp) 29 mmhg+ central venous pressure (cvp). One premature ventricular contraction (pvc) was noted in the imaging; however, echo was not an evaluation of patient rhythm and most of the image clips were limited to 2 beat increments. Post-implant discharge echocardiogram (two days post implant): echocardiogram obtained post harmony implant was reviewed. The harmony device appears to be securely positioned in the annular position. No obvious device movement, paravalvular leak (pvl) or central pulmonary regurgitation. The peak velocity 1.9 m/s, with a peak gradient of 15 mmh, and a mean gradient of 8 mmhg. Mild-moderate tr, estimated rvsp 37 mmhg+ cvp. Left ventricular function appeared normal. No pvc¿s noted in the discharge imaging, however the echocardiogram was not an evaluation of patient rhythm, and image clips were limited to 2 beat increments. Conclusion: post implant echocardiogram revealed a well seated harmony device with normal function. No obvious arrythmia was noted; however, echocardiogram was not an assessment of cardiac rhythm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.